Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No motor error alarm was noted. The motor passed the motor test. The insulin pump was received with a cracked case at a display window corner, a cracked reservoir tube lip, minor scratches on the display window, and cracked battery tube threads.

Event description:
Customer reported via phone, the insulin pump had alarmed motor error during normal use. Customer's blood glucose was 180 mg/dl. Customer stated the device was not exposed to an MRI and there were no significant events that may have caused the alarm. Customer uses sensor feature and was advised about false motor error alarms. Unknown if customer was able to complete rewind. Customer was advised to discontinue use of the device, revert to back up plan, and device needed to be replaced. Customer agreed to return the device for further analysis. Customer also reported about 36 hours prior he had experienced low blood glucose of 40 mg/dl, treated with food and glucose tablets. Complete troubleshooting was not performed for low blood glucose as device is being returned for motor error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.